Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the failure of charged-coupled device (ccd) prevented the video function from functioning properly, resulting in the image failure. The root cause of the ccd failure cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, a third-party repair cable was noted and the reported issue regarding ¿no image: was confirmed due to a faulty charged coupled device unit switch. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a therapeutic procedure, the hd autoclavable camera head had no image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received indicating, the reported issue occurred at the beginning of an unknown therapeutic procedure while patient was under sedation, the device was used along with otv-s190 and cv-190 and the intended procedure was completed with a similar device with no patient consequences. Olympus will continue to monitor the field performance of this device.